Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 3 tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. There was no health impact or consequences reported. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Date of event: 2024-apr-15 h.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill was not observed. The blood meniscus is visible under the bottom edge of the closure. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. 10 retain samples were functionally tested for draw volume and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.